Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. If additional information is received a supplemental MDR will be submitted. Myocardial infarction usually occurs due to obstruction of a coronary artery and inadequate perfusion of the heart tissue. It is common for patients with valvular disease also to have significant coronary disease; therefore, the vast majority of myocardial infarctions will be related to the patient¿s underlying disease and not related to the device. The cause of the event remains indeterminable; however, patient factors may have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences received notification that immediately after the implant of a 21mm aortic pericardial valve this patient had a myocardial infarction. As reported, the post-operative ECG showed st elevations and a heart catherization showed a dissection of the proximal left anterior descending artery and an occlusion of the middle left anterior descending artery. Indication for avr was native valve degeneration with clear calcifications. Additionally, it was reported that the coronary ostia were close to the corresponding commissures. Treatment was percutaneous coronary intervention with 2 stents in the proximal and the middle lad. As per the site, the cause of the occlusion of the lad was unknown. Reportedly, the left main ostium was intact and free of obstruction after the avr. The event was noted to be resolved successfully. The patient was noted to be discharged to rehabilitation 6 days after the procedure.

Manufacturer narrative:
H10. Additional manufacturer narrative: added information to b5, h6. As per medical opinion of customer, there was not any suspicion of relationship between the valve and the reported event. The cause of the event was likely due to procedure.

Event description:
The event was noted to be resolved successfully. As per medical opinion, there was not any suspicion of relationship between the device and the reported event.